Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2022, event day and month unknown. Captured as 1/1/22. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
Title: the preliminary study on porcine fibrin sealant used in closing the mesocolon hiatus after colorectal resection . Authors: cui wei, li tao, chen gang, li shiyong. Citation cite: not reported. The objectives of this study is to evaluate the clinical effect of porcine fibrin sealant used in closing the mesocolon hiatus after colorectal resection. Total of 120 cases of sigmoid colon and rectal cancer treated from january 2018 to dec 2020. Age between 18 to 70 years old. Patients were divided into experimental group and control group. In the control group used silk suture (johnson and johnson) and linear cutter stapler(ethicon). Reported complications included intestinal obstruction, abdominal bleeding, anastomotic leakage, anastomotic bleeding , anastomotic stenosis, infection, lower extremity venous thrombosis. In conclusion closing the mesocolon hiatus after colorectal resection with porcine fibrin sealant is easy and safe.